Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found experiencing leakage during use. The following has been provided by the initial reporter: after 10 sec of injecting contrast medium (omnipaqu), the connection of the catheter adopter and the injection tube (top) sounded "crack" and contrast medium leaked.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found experiencing leakage during use. The following has been provided by the initial reporter: after 10 sec of injecting contrast medium(omnipaqu), the connection of the catheter adopter and the injection tube(top) sounded "crack" and contrast medium leaked.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs for evaluation. Bd received one catheter adapter assembly without the original packaging. Three photographs were also submitted which submitted a catheter adapter assembly and the luer adapter end. Further inspection of the luer of the device did not reveal any damage or defects. A leakage test was performed where compressed air was connected to the end of the adapter/tubing and then submerged in water to determine if leakage is present. Leakage was not observed. The reported issue was not confirmed and a root cause was not determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.